Manufacturer narrative:
The initial reported event of lead fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: boston scientific lead 0144. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard beeping from the device and interrogation revealed a fracture on the right ventricular (rv) lead. The lead removed and replaced. It was later reported that the svc coil impedance was out of range. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.